Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) number as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low reading from the adc device. The customer felt sweaty and dizzy, experiencing seizure and was treated with grape juice. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Data was downloaded successfully, sensor signal low, drop in glucose values and temperature drop was observed. The sensor was de-cased and visual inspection was performed and no issues were observed, therefore this issue is not confirmed due to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low reading from the adc device. The customer felt sweaty and dizzy, experiencing seizure and was treated with grape juice. No additional information was provided. There was no report of death or permanent injury associated with this event.